Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was a system fault 42,224 message was found. A power up self-test and functional test were conducted and the reported issue could not be duplicated. The error code was verified in the event history log which occurred once. The cause of the issue could not be determined, but a bubble was noticed on the dso seal. The software will be reloaded as a preventative measure.

Event description:
Information was received that device had ec 42,224. No patient involvement.